Event description:
About 30 minutes after the start of a routine hemodialysis treatment, pt developed chills, fever, and tachycardia. Treatment was discontinued and pt went to ER. Pt was admitted to hospital for observation. Vancomycin, 1g IV, was administered prophylactically while awaiting results of blood and dialysate cultures. Pt symptoms resolved and all cultures were negative. Antibiotic therapy was discontinued and pt was released from the hospital the following day. No further medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem was found with inspection of the returned cartridge. Cultures of the dialysate were negative. Dialysate fluid is premixed and sterile. No similar problems have been reported. The exact cause of the pt symptoms is not known. Facility staff reports that pt has continued treatments without similar incident. Nxstage medical considers this report closed. No add'l info will be provided.